Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon used the device to sew the concretion at 3 o'clock location. Four staples were malformed; had the blood. The surgeon used hand sewing to pin up to complete the procedure. At night, the patient had low blood pressure; the surgeon gave a blood transfusion; the patient "shocked." Then the surgeon performed surgery and found that the location was bleeding; the surgeon used hand sewing to finish. Now the patient is fine. The patient had (B)(6); the sample was discarded. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.